Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality was caused by a component failure of the universal cable. The cause of the universal cable failure could not be determined. The most likely cause could be the large tension exerted on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited poor image quality due to universal cable breakage. There was no patient involvement.